Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device will not pair with machine. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: footswitch - pairing failure; housing damaged - broken inserts; water damage to the battery tray; minor scratches on the unit. Since the housing cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the customer that during an unknown surgery on (B)(6) 2021, it was observed that the vapr vue wireless footswitch device would not pair with the machine. During in-house engineering evaluation, it was determined that the housing was damaged with broken inserts on the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.